Manufacturer narrative:
The pt's infection has reportedly cleared.

Event description:
The pt's pocket site was not healing properly. The surgeon decided to perform an exploratory surgery. A seroma was discovered, and the decision was made to explant the system. The surgeon confirmed that the pt had a staph infection.